Event description:
It was reported that the short interval count was > 500 since (B)(6) 2010 and noise was documented on the egm. It was also reported that there was t-wave oversensing. The lead and device were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed that no anomalies were found. (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed that the proximal conductor was fractured. Blood/body fluid was present on several conductors (not obstructed), and in/on the helix mechanism and its sleeve head. It was also noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking. There was a while substance on the exposed defibrillation coil. The outer insulation had a cosmetic depression and the tip seal was observed to be out of position.